Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the 4th firing of laparoscopy-assisted distal gastrectomy (ladg), the surgeon fully fired the powered stapler. However, the display screen became blackout and could not return the knife to the initial position. Then, the surgeon connected another handle and initialized the device calibration. The surgeon confirmed the staple line was complete. No patient injury. The surgeon said that the device was fully charged, however, shortly after the event the handle did not react at all. The surgeon inserted the handle into the charger however, in a few minutes, the status indicator on the charger flashed red.

Manufacturer narrative:
Evaluation summary: post market vigilance received 1 signia powered handle. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Based on the evidence available the reported condition was confirmed. The file will be closed as a software issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.